Event description:
It was reported that this pacemaker exhibited a history of low atrial intrinsic amplitude measurements. Review of the presenting electrocardiogram identified evidence of possible intermittent atrial loss of capture, as well as possible functional undersensing associated with premature atrial contractions. These observations were identified by boston scientific, and the clinician was proactively notified. No adverse patient effects were reported. The device remains implanted and in service.

Manufacturer narrative:
The device was not returned for evaluation because it remains implanted. Based on the information available, boston scientific determined that the reported clinical observations are consistent with a known inherent risk associated with use of the product.